Event description:
On (B)(6) 2010 the pt was implanted with two gore tag endoprostheses for a thoracic aortic aneurysm. On (B)(6) 2010, the pt complained of right upper quadrant pain. It was identified that the pt was going into liver failure. Computed tomography showed malprofusion of the ciliac artery. The pt underwent another procedure to address this and a third gore tag endoprosthesis was implanted. The malprofusion was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l device implanted: tgt3410/(B)(4).